Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the device broke. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cinchlock anchor broke during insertion. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be user technique during anchor deployment. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device broke. The procedure was completed successfully.